Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w044220528541 the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: according to "evaluation of a routine hematology analyzer for quality control of leukoreduced plasma" by petersson and ekblom (2019) , the hematology analyzer (adam) used to enumerate the products has precision and accuracy ranging from 2 to 6 cells/ul (see attached scientific journal). The wbc result was 0.43 x 10^3, which is below the linearity range. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. It is possible that the hematology analyzer (adam) used to enumerate the products produced an inaccurate result. Citation: petersson, a., & ekblom, k. (2019). Evaluation of a routine hematology analyzer for quality control of leukoreduced plasma. Transfusion, 59(10), 3214-3218. Https://doi.org/10.1111/trf.15481.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the rdf was analyzed to look for possible causes of the leukoreduction failure. It was noted that there were numerous autoflow adjustments throughout the collections. Trima adjusted the flowrate down 18 times and the procedure had 10 minutes added to it 4 times. The amount of flowrate adjustments in this collection as autoflow worked to maintain adequate pressure indicates a less than ideal venous access or management. Investigaiton is in process. A follow-up report will be provided.